Event description:
Customer called on (B)(6) 2011 reporting of a leak in the front of the coulter hmx hematology analyzer with autoloader but was unable to locate the source. Customer reported that there was no impact to patient results and no exposure was reported as operator was wearing eye protection, lab coat and gloves at the time of the incident. No death or injury was attributed to this event and there was no change to patient treatment. Field service engineer (fse) was dispatched and observed aspiration errors and bellows overflow. Investigation by the fse revealed that manifold mf7 which distributes vacuum within the pump module had no vacuum due to an obstruction in the port to the main vacuum chamber vc6. Fse snipped off the last one inch of vacuum supply to mf7 at vc6 and reattached the tube to the port. No further issue was found and repair was verified per established procedures. Root cause of the leak was attributed to an obstruction in the port at vc6 blocking vacuum to the pump module thereby causing the bellows to overflow.

Manufacturer narrative:
(B)(4).